Event description:
It was reported to boston scientific corporation that a resolution360 clip device was used during a procedure performed on an unknown date. The anatomical location is unknown. During the procedure, the clip prematurely deployed while being passed through the scope. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the date of the event was approximated to 11/1/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.